Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The pd therapy was discontinued. The patient was hospitalized for the reported event. The treatment was not reported. The patient was discharged from the hospital and has recovered from peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not available; therefore, an evaluation could not be performed. A review of all batch record documents was performed for potentially associated lot number h13c14042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).